Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event of an output anomaly was confirmed in the laboratory. Upon receipt, the device was interrogated and found in backup vvi. The device image was found to be corrupted; review of the tcl file indicated that the reset was due to a power-on reset. Bench testing indicated shorted output stage detection due to damaged transistors. The damage found is consistent with that caused by hv delivery into low impedance. The root cause of the output circuit damage was a lead anomaly.

Event description:
It was reported that alerts for possible high voltage lead issue and possible high voltage circuit damage were noted. The alerts occurred during charging for high voltage therapy. The arrhythmia reverted spontaneously. The lead and ICD were explanted and replaced. Patient condition was good after the event.